Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the tfna nail. Cement was not used. The surgery was completed successfully without any delay. After the surgery, the nail as broken in half at the head element hole. The cause of the breakage is unknown. A revision was performed on (B)(6) 2023. No further information is available. This report involves one 9mm/130 deg ti cann tfna 340mm/right - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Part # 04.037.954s synthese lot # h313478 supplier lot # n/a release to warehouse date: (B)(6) 2017 manufactured by: synthese monument no ncrs were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.